Event description:
The patient presented with a sfa to popliteal artery aneurysm. Two gore viabahn endoprosthesis were successfully placed. Upon the deployment of the third device, the deployment line broke. In attempts to retrieve the end of the broken line, the physician met resistance as he pulled back on the catheter. The physician felt that the device may have hung up on a calcium shelf. Upon further attempts to pull back on the catheter, the device released and the deployment completed. The device had completed expansion; however, the device was placed in an unintended location 3-4cm higher in the sfa. A forth device was then deployed to fully exclude the aneurysm. The patient was fine post procedure.

Manufacturer narrative:
Device analysis has begun but not completed. Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the investigation is currently in process.